Manufacturer narrative:
The cot was returned to the manufacturer for evaluation and the alleged malfunction was confirmed. The malfunction was traced back to a missed manufacturing operation of applying loctite on the installed bolts. Training is being conducted with the manufacturing and quality teams and the identified cot is being repaired for a return to service.

Event description:
It was reported after arriving on scene and unloading the empty cot from the ambulance the actuator on the cot was observed to be missing mounting hardware. Another ambulance was called to the scene for pickup and transport of the patient. The complainant advised the patient's condition did not change as a result of the transport delay.